Event description:
The user facility reported to terumo cardiovascular systems that during vein harvesting, there was an insufflation problem with the virtuosaph endoscopic vein harvesting system. The clinician continued to harvest, the saphenous vein was damaged during the procedure. The product was not changed out. Blood loss <10cc. There was a delay in the surgery; a secondary process using an artificial vessel was completed successfully. The pt is recovering well.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; however, the investigation has not been completed. Terumo will be submitting a f/u report when the investigation is completed and more info become available. (B)(4).